Event description:
Invalid result. Invalid result. The user stated that the test cassette did not produce a control (c) line. Thereby creating doubt about negative test results. Mw5161128.

Event description:
Invalid result. Invalid result. The user stated that the test cassette did not produce a control (c) line. Thereby creating doubt about negative test results. Mw5161128.

Manufacturer narrative:
Batch records for final product manufacture and qc record for cov3080002 were reviewed. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov3080002 met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified in this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.